Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes had tapped the applicators of the infusion set too hard, which caused the adhesive to detach from the two infusion set applicators. As a result, the infusion set was loose and leaking. The cannula issue observed was specifically related to the adhesive separating from the applicator due to the tap method used. There was patient involvement, and no patient harm reported.